Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin has a wet display and the buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly and battery out limit. Customer's blood glucose was 350 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch also, moisture damaged was found inside motor sleeve. No unexpected battery out limit alarm noted after battery change and unable to check for operating currents due to motor error alarm. All of the buttons functioned properly and no moisture damage was found on the keypad traces, under lcd screen or electronic assembly noted. The insulin pump has cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.